Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller was not working correctly since they were first implanted and given external equipment. Patient stated that the controller they were given was one that "was laying around" and would not turn on or off all the time. Patient service specialist asked, patient stated that sometimes they could press the buttons on the controller to wake the controller up, but sometimes the controller would not respond at all. Patient mentioned that they took the controller in to the medtronic representatives (rep) office, and at first their rep had gotten the controller to work, then went back to not working. Pt said that rep may no longer be working with mdt. Then, about 2-3 months ago, another representative told them to call patient services (pss) for replacement. Agent asked, pt also confirmed the controller battery wouldn't charge all the way up sometimes. A replacement controller and battery pack were sent out.

Manufacturer narrative:
H3: analysis of the controller (product ID: 97745, serial#: (B)(6)) found broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID (B)(4)serial# (B)(6) was returned for product analysis. Analysis found the complaint was unverified, the battery charged when placed in a known good controller and was read by a battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.